Event description:
During product evaluation by a service technician, a flo-gard infusion pump was found to have a damaged power cord. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event opened during investigation of (B)(4). The cause of the damaged power cord is unknown. To correct the condition, the power cord was replaced. The device was serviced and restored to a good working condition. If any additional information is received, a follow up MDR will be sent.